Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. No sample was returned for analysis. Consequently, the investigation was not able to further evaluate the reported failure mode through a complaint sample analysis. A device history record review could not be completed as no batch number was provided. Without a sample, photograph or lot information the investigation was unable to confirm the failure mode nor identify a probable root cause. As the failure mode was unable to be confirmed nor a root cause able to be determined a corrective and/or preventive action could not be identified for this complaint. This complaint will be entered into the complaint management system and will be tracked and trended for future occurrences.

Event description:
The catheter was clogged, there was coming no more fluid and the patient removed the valve. Then he washed the valve with water and plugged the valve on the catheter again. Our staff visited the patient at home. Here, the patient contradictally stated that the valve had been released without external influence. The information differs from the previous ones. No patient harm.